Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2017. It was reported that the patient was having an MRI for a possible stroke which was unknown whether or not it was related to the device or therapy. There were no further complications reported.